Manufacturer narrative:
Device used for treatment, not for diagnosis. Kanter, a. Et al (2016). A prospective, multi-center clinical and radiographic outcomes evaluation of chronos strip for lumbar spine fusion. Journal of clinical neuroscience, 25, 36-40. This report is for an unknown chronos strip (unknown quantity/unknown lot). (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: kanter, a. Et al (2016). A prospective, multi-center clinical and radiographic outcomes evaluation of chronos strip for lumbar spine fusion. Journal of clinical neuroscience, 25, 36-40. A prospective clinical study was performed to evaluate posterolateral fusion rates and clinical outcomes in a prospective series of patients with degenerative disc disease. The surgical procedure consisted of instrumented posterolateral fusion with interbody support (interbody spacer with pedicle screws and rods) with composite bone void filler (combined with bone marrow aspirate and local autologous bone). Posterolateral fusion, bridging bone, posterior hardware condition, translational motion, angular motion and interbody fusion was evaluated in 65 of 76 patients (average patient 50 years old, body mass index 29.9 kg, 47% male, smoker 32%) initially included in the study. Follow-up visits were conducted at 6 weeks, 6 months, 12 months and 24 months. Of the 65 patients evaluated x patients experienced complications: three patients underwent a second surgery due to wound infection, and nerve root impingement. At 12 months, six patients were evaluated and did not have posterolateral fusion. At 12 months, six patients were evaluated and did not have bridging of the bone per lenke scale. At 24 months, four patients evaluated did not have posterolateral fusion. At 24 months, four patients evaluated did not have bridging of the bone per lenke scale. This is report 1 of 1 for (B)(4). This report is for an unknown chronos strip and refers to the serious injury of 3 patients had second surgery due to wound infection, nerve root impingement, 6 patients had lack of posterolateral fusion as 12 months and 4 had lack of posterolateral fusion at 24 months, 6 patients had lack of bridging of the bone per lenke scale at 12 months and 4 patients had lack of bridging of the bone per lenke scale at 24 months.